Manufacturer narrative:
This report is being supplemented to provide to correct the FDA product code to eoq, to provide a correction to the device history record, and to provide a correction to fields h6 (type of investigation, investigation findings, and investigation conclusion). Correction to the previously reported device history record as the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additional correction to the initial h6 type of investigation as 3331 was incorrectly selected.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the biopsy valve had cracked. The issue was found during preparation for use. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred the product being pushed straight and vertically on the endoscope's instrument channel port which overloaded the thin-walled part of the housing causing damage. The event could have been detected/prevented by following the instructions for use: put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly. Olympus will continue to monitor field performance for this device.